Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a small atrium and a flail. Three clips were successfully implanted. To further reduce mr, an additional clip was inserted. It was noted at some point during steering and deployment, tissue damage occurred. The clip was then implanted, reducing mr to a grade of <1. Upon removing the steerable guide catheter (sgc), a pericardial effusion was observed and pericardiocentesis was performed. However, the pericardial effusion was not resolved and the patient was transferred to the or, where the effusion was stopped. There was no clinically significant delay in the procedure.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a small atrium and a flail. Three clips were successfully implanted. To further reduce mr, an additional clip was inserted. It was noted at some point during steering and deployment, tissue damage occurred. The clip was then implanted, reducing mr to a grade of <1. Upon removing the steerable guide catheter (sgc), a pericardial effusion was observed and pericardiocentesis was performed. However, the pericardial effusion was not resolved and the patient was transferred to the operating room, where the effusion was stopped. There was no clinically significant delay in the procedure. Additional information received on 27 may 2025, that the patient passed away after surgery on (B)(6) 2025. The cause of death was noted to have been related to right sided heart failure associated with a pericardial tap that punctured a vessel on the right side of the heart.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported hematoma, tissue injury, and pericardial effusion. The cause of death was right sided heart failure associated with the pericardial tap that punctured a vessel on the right heart. Hematoma, tissue injury, death, and pericardial effusion are listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization, unexpected medical intervention, and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.